Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported that the pink window is further back than usual and had high blood glucose level (400 mg/dl) and the following information.